Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(4) explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the distal segment of the catheter dislodged. The reporter stated there were no other issues except the catheter dislodged. It was noted, the old catheter was discarded and replaced with a new catheter. It was further noted that x-rays were done. It was noted that there were no patient symptoms or complications associated with the event and the patient status at the time of this report was alive with no injury. The reporter stated, the patient was getting adequate therapy relief. The pump contained lioresal (baclofen). Additional information received reported there was no improvement in the patient¿s spasticity. The reporter stated they had not seen the patient after implant and they had not heard of any problems.